Event description:
In 2009, the sales representative reported that during a tlif surgery, the surgeon was implanting the ardis implant, and when the surgeon tapped it twice, the implant split down the side. The surgeon then explanted the implant, retrieves the pieces, and attempted to implant another. The second implant broke. The surgeon retrieved the pieces, and implanted a third with success. There was no surgical delay reported.

Manufacturer narrative:
Requests have been made for the return of the product. Evaluation is pending, upon the return of the product.